Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to low blood glucose of 52mg/dl, and his blood glucose was treated with drexel. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found multiple no delivery alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.